Event description:
It was reported that during central processing and cleaning, the instrument port was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have multiple input disks broken. Input disk #6 was found completely detached from the base of the housing and input disk #7 was found broken into pieces inside of the housing. This failure is typically associated with mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting, likely caused by an energy instrument collision. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. This failure is typically associated with mishandling/misuse.